Event description:
It was reported that "power on both batteries was too low, does not light up sufficiently. There may be a loose contact". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturer reports: "upon investigation of the battery, we have performed the functional testing and noticed that after inserting the battery into the lab inventory MRI laryngoscope handle and blade, the led of blade energized, and light was glowing constantly. Further to investigate the complaint sample of battery we have measured the voltage of battery and observed 3.2 volt against the specification of nominal voltage of 3v, and battery found acceptable against the nominal voltage specification of 3volt. Since the complaint sample of battery was found acceptable during functional testing and moreover, the measured voltage of the battery is 3.2 v against the 3.0 v of nominal voltage as per design specification. Even lux level obtained from the complaint sample was also measured more than 560 lux, so this complaint is found unjustified because complaint sample of battery does meet all the design and manufacturing release specification." The device history record of lot 200201 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "power on both batteries was too low, does not light up sufficiently. There may be a loose contact". No patient involvement reported.